Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The ventilator was investigation on site by our filed service engineer. The expiratory channel printed circuit board (pcb) was found to be defective. In addition, the o2 sensor was also found to be defective and the battery module needs replacement due to exceeded lifetime. All part mentioned needs to be replaced and the hospital will purchase these parts. No further information was provided and no further issues have been reported after the reported event. The evaluation of the provided logs shows different pre-use check failures. Paw high, safety valve test failed, o2 concentration: low and expiratory minute volume: low were active during ventilation. The technical log reveals that the error codes indicating communication error and ventilation disabled also alarmed. One of the recommended actions for the error ventilation disabled is to replace the expiratory channel pcb. The root cause to the reported issue cannot be established by this investigation.

Event description:
Manufacturers ref: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).